Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks while resting. The patient was brought in for system testing, and review of the shock episodes noted oversensing of noise, potentially related to sense b node. All provocative maneuvers were negative in reproducing noise on all vectors, and the shock impedance measurements were well within range. The sensing vector of the system was reprogrammed, and the electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.